Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy, and blistering skin irritation from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient used neosporin on the skin irritation, but also made her physician aware of the rash. The physician's office advised the patient to use hydrocortisone on the affected area. Follow up indicated that the skin irritation is improving.